Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that an invasive procedure was performed. The lead was surgically abandoned and replaced and the device was explanted and replaced due to a product performance issue. A lead fracture near the lead terminal pin was suspected. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited loss of capture (loc) in all programmed vectors and high out of range pacing impedance measurements greater than 2,000 ohms. The root cause of the clinical observations was not determined and the patient was noted to be pacemaker dependent and was symptomatic with the loc. The lv lead was programmed off and a lead revision will be planned on an unknown date in the future. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.